Event description:
It was reported during routine inspection that the cardiosave intra-aortic balloon pump (iabp) displayed an error message. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. Check and functional test are performed and the values are correct. After the inspection, the equipment works correctly. The messages are erased and disappear from the screen.

Event description:
N/a.